Event description:
It was reported that the patient presented in clinic for novel cardiac system implant procedure. During post-operative device defibrillation threshold testing (dft), it was found that the patient's implantable cardioverter defibrillator exhibited a loss of bluetooth telemetry after ventricular fibrillation (vf) was induced. It was further noted that therapy was delayed by the device but was ultimately delivered and successfully converted the patient. Telemetry was able to be restored following the event and no further issues were noted. No intervention was performed. The patient was stable.

Manufacturer narrative:
An event of telemetry loss was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Analysis of device diagnostics by technical services found that the device proximity from the bluetooth adapter may have resulted in the loss of telemetry.